Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a broken or cracked screen, confirmed via photo, which rendered the display unreadable while the pump reportedly continued delivering basal and correction therapy. Symptoms included none reported, as the user monitored glucose with a separate cgm and felt well. Outcomes included a device replacement arranged to restore full usability. Investigation included intake assessment and visual confirmation from user-provided evidence. Investigation of this device revealed physical damage to the display assembly consistent with screen breakage, with no reported interruption to insulin delivery functionality. It was concluded, based on previously established findings for similar reports, that user-related physical damage was the probable cause.